Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, photos of the event unit were provided by the user facility, confirming the complainant's experience of bead detachment. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report is to follow up medwatch report. Uf/importer report # (B)(4).

Event description:
Procedure performed: nephrectomy. Event description: complaint created based off medwatch report. Uf/importer report # (B)(4). During a nephrectomy the string snapped and the string with the bead was retrieved out from the patient. Product is available for return. Additional information received on 21apr2023 via email from [facility] hospital manager of risk & patient safety images attached. No injury to the patient occurred. The string/cord broke during the removal of the actuator: while removing the kidney and retraction of the actuator. Intervention "...the string with the bead was retrieved out from the patient." Patient status: no report of patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation. This report is a follow-up to medwatch # 0501970000-2023-8002.

Event description:
Procedure performed: nephrectomy event description: complaint created based off medwatch report. Uf/importer report # 0501970000-2023-8002. During a nephrectomy the string snapped and the string with the bead was retrieved out from the patient. Product is available for return. Additional information received on (B)(6) 2023 via email from [facility] hospital manager of risk & patient safety images attached. No injury to the patient occurred. The string/cord broke during the removal of the actuator: while removing the kidney and retraction of the actuator. Intervention "...the string with the bead was retrieved out from the patient." Patient status: no report of patient injury.